Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of asystole. The implantable cardiac monitor exhibited undersensing. No intervention was reported and the patient would be monitored.